Manufacturer narrative:
Patient information: no specific patient information was provided. An evaluation is in process. A follow-up report will be submitted when the evaluation is complete.

Event description:
The customer reported falsely depressed architect stat troponin-I results were generated for 2 patients. The following example was provided: initial result <.10 ng/ml, retest result 2.309 ng/ml (diagnostic cutoff is 0.29 ng/ml). No impact to patient management was reported.

Manufacturer narrative:
Corrected data for suspect medical device 4. Lot # changed from unknown to 46533un18 after further evaluation, the suspect medical device was changed from architect stat troponin-I, ln 02k41-27, abbott laboratories, abbott park, il, to architect i1000sr analyzer; ln 01l86-01, abbott manufacturing inc. Irving, tx. MDR number 1628664-2019-00281 has been submitted and all further information will be documented under that MDR number.